Manufacturer narrative:
The reported event was confirmed as use related. The evaluation found that the returned catheter surface was normal in appearance with the presence of typical jagged tearing which resulted from breakage of the catheter. The tearing was due to the patient pulling one the catheter which broke the device as stated in the event description. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke after 2 or 3 days of placement on august 5th. The patient pulled and broke it. Allegedly, the patient had symptoms of dementia. When the catheter was broken, the nurse did not check to see if there were any broken pieces. On the september 24th, a tip of the broken catheter came out with the patients urine. The patient complained of pain.

Manufacturer narrative:
The reported event was confirmed as use related. The evaluation found that the returned catheter surface was normal in appearance with the presence of typical jagged tearing which resulted from breakage of the catheter. The tearing was due to the patient pulling one the catheter which broke the device as stated in the event description. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke after 2 or 3 days of placement on (B)(6). The patient pulled and broke it. Allegedly, the patient had symptoms of dementia. When the catheter was broken, the nurse did not check to see if there were any broken pieces. On (B)(6), a tip of the broken catheter came out with the patients urine. The patient complained of pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter broke after 2 or 3 days of placement on august 5th. The patient pulled and broke it. Allegedly, the patient had symptoms of dementia. When the catheter was broken, the nurse did not check to see if there were any broken pieces. On the september 24th, a tip of the broken catheter came out with the patients urine. The patient complained of pain.